Event description:
It was reported that prior to implantation, the device was found to be in back-up vvi mode. Abbott technical support was contacted and the device was not implanted and was replaced to resolve the event. The patient was in stable condition.